Event description:
Event description cpi received information that during an attempted implant procedure of the implantable cardioverter defibrillator (ICD) the physician noted fluctating impedance measurements, baseline noise and a loss of capture. The ICD was not implanted. Cpi received additional information on october 20, 1998 that indicated that the the physician received a shock from the ICD when he lifted it from the patient's pocket.